Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a "system problem" message after undergoing an unrelated surgical procedure. In turn, the patient's ipg was no longer able to communicate with their external device and therapy began to diminish. Multiple troubleshooting attempts were initially performed but were unsuccessful. Follow-up revealed a company representative met with the patient and was able to recover communication with the patient's ipg. Also, adequate therapy was restored.